Manufacturer narrative:
During investigation testing, the battery's system management (smbus) calculated charge capacity was out of specification. The battery's internal processor calculates the battery's charge capacity based on data it logs for the cells over time. When the processor malfunctions, it is unable to accurately calculate the battery capacity leading to a shorter operation time. The root cause of customer-reported issue of the battery not holding a charge for as long as expected was determined to be defective internal processor board assembly. The battery cells themselves were working normally based on the individual voltages. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery was not holding a charge for as long as the patient expected. There was no reported adverse patient impact.